Event description:
The customer stated, the customer's blood glucose was tested using the customer's contour and the doctor's assure ii meter. The contour read 127 mg/dl and the doctor's meter read 517 mg/dl. The difference between readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The contact also performed control tests using the customer's meter and received control results of 50 and 46 mg/dl. The normal control range is 95-131 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation, and replacement strips will be sent.